Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of recn1981 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the guide wire was broken during the insertion of the catheter. A new package of guide wire of the catheter was unpacked. No other information provided.